Event description:
The complainant is an insulin dependent diabetic who adjusts insulin dosage based on meter readings. He states that because of the lower readings he reduced the amount of insulin. The reduced amount of insulin resulted in a hypoglycemic state. Investigation into this matter discovered that he was using off brand reagent test strips. Product labeling indicates that only co test strips to be used. However, the customer indicated that he was having problems with the system since 6/95. This included low blood sugar results. During a comparison the co meter gave a result of 42 ml/dl while a laboratory method gave an 800 mg/dl. The time difference is unknown. While in the hospital for this event, the customer experienced a stroke. According to his wife the stroke was possibly caused by medication "carbolobidio" taken for his parkinson's disease. A review of the operation of the system was made. The customer consistently received out of range control results for both older (still within expiration age) and fresh reagent strips. A request was made to return the system for eval.